Event description:
The customer reported that while using the camera, the monitor keeps going blank and returns to fluoro screen. A pt was involved but not injured.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.